Event description:
It was reported that the pt suddenly lost access to sound with the cochlear implant. An accident or trauma is unk. Re-implantation is scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode wires in the position of the feedthroughts, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found, even though no such causal event, like an accident has been mentioned. This is a final report.

Event description:
It was reported that the patient suddenly lost access to sound with the cochlear implant. An accident or trauma is unknown.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.